Event description:
According to the reporter, during a laparoscopic colectomy, there was an issue loading the reload onto the adapter. Also, the jaws locked on tissue - it was removed by a endo gasper. Another device was used in other to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance led an evaluation of two devices. The staple cartridges were pre-fired and engaged in interlock. The first loading unit jaws were clamped. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the primary staple pre-fire and/or inability to open the jaws after clamping may occur under the following conditions. 1. The shipping wedge has been removed or is no longer fully seated in the metal channel prior to loading. 2. The shipping wedge has been removed or is no longer fully seated in the metal channel and the jaws have been manually clamped prior to loading. 3. The shipping wedge has been removed or is no longer fully seated in the metal channel and an attempt has been made to load a loading unit with the instrument firing rod extended. Please note that the yellow shipping wedge must be securely in place during instrument loading. The shipping wedge ensures that the single used loading unit engages in the instrument to facilitate clamping and unclamping. Replication of the secondary partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. Additional information: if information is provided in the future, a supplemental report will be issued.